Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported filament regulator failure error messages and could not do a subtraction run. There is no report of injury or death associated with this event.